Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise resulting in oversensing, inappropriate mode switch, and low pacing impedance were noted on the right atrial (ra) lead. Insulation damage was suspected but not confirmed visually or diagnostically. The ra lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.